Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the user received a pair new transmitter message. No additional event or patient information is available. Data was provided for analysis. Data analysis revealed a fatal transmitter error on the event date, (B)(6) 2019, which is a reportable event. Confirmation of the complaint was confirmed. The probable cause was the transmitter timer not advancing.